Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient stopped recharging her ipg as recommended. As a result, it became inoperable over time. A replacement charging system was sent to the patient to further troubleshoot the issue but the outcome remains unknown. The patient's ipg was later explanted and replaced (with a different model per the manufacturer's device record database). Surgical intervention addressed the patient's issue.